Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is acceptance of a poor calibration. The biased high results were accompanied by other samples which gave above assay range flags alerting the customer to the poor calibration. The issue was resolved by recalibration. After recalibration, no further above assay range flags were obtained. Siemens healthcare headquarters service center review of the data provided indicated that the customer's quality control ranges were too broad to detect a poor calibration. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated hb1c results were obtained on patient samples. Patient results were reported to physicians. There is no indication that physicians questioned the results. After recalibration, lower results were obtained and corrected reports were issued. Patient treatment was not altered or prescribed on the basis of the falsely elevated hb1c results. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.